Event description:
It was reported to philips that the system's flexvision computer was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary treatment procedure was performed when the issue happened. The procedure was completed by moving patient to another device. Field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, it is found that, that the pdu did not supply power to the flex vision-pc. The power failure came from the pdu and the computer's internal power supply, as confirmed by the remote service engineer and clinical engineer. To resolve the problem, field service engineer installed a new power distribution unit, pc, software, licensed. After power distribution unit and flex viewing pc was replaced, the system returned to use in good working order. The codes were updated based on the investigation outcome.